Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 500 mg/dl. The customer reported that they received a motor error alarm cleared it and then bloused and it came up motor error. The customer reported that the drive support cap was flushing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.